Event description:
Initial rptr stated cassette would not seat in the machine during surgical setup. Surgery was not delayed while switching to an older cassette from a different lot. There was no adverse effect on the pt.